Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation under (B)(4). During evaluation, the reported issue of battery not charging was confirmed. The sr8 was powered on at 100% battery life and ran for around thirty minutes before shutting down with 79% battery life still on the scanner. The root cause of the reported incident was the internal battery failed. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: the battery is not holding a charge.